Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing due to post paced t-wave oversensing. The device was reprogrammed.